Event description:
The facility representative reported a flogard infusion pump with a failure code of 38. The event was reported to have occurred upon power up in the medicine department. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "f-38" was confirmed in the sample evaluation. The assignable cause has been identified as a defective left force sensing resistor (fsr). Service replaced the left and right fsrs to fix the problem. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.